Event description:
It was reported that the ventricular lead appears to have noise in bipolar mode and has noise with oversensing in unipolar mode. The device's sensitivity was reprogrammed to a higher level. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5524m implantable pacing lead, 1999-(B)(6); e2sr01 implantable pulse generator (ipg) 2006-(B)(6). (B)(4).